Event description:
This was not reported to confi-dental (manufacturer) until (B)(4) 2012. (B)(6) wants to file a formal complaint against dr. (B)(6) who is part of (B)(6). On (B)(6) 2012, (B)(6) went to see dr. (B)(6) due to a sore in her mouth, her regular dentist, dr. (B)(6), was not able to serve her. Dr. (B)(6) cleaned her bottom teeth to do a partial reline. The products used were chair side monomer, chair side denture reline powder and primer for hard reline (distributed by (B)(4)). Dr. (B)(6) mixed the products together and applied. Dr. (B)(6) left the room, said it would take approximately 1/2 hour to set, the assistant (B)(6) stayed with her while it set. After a few minutes it started to burn inside her mouth. (B)(6) told the assistant, but she said it was normal for it to burn and did nothing. Dr. (B)(6) tried to remove it, but couldn't. It had hardened because it was left in her mouth too long. The assistant had to try to chip away the mixture, but (B)(6) told her to stop because it was too painful. After an 1 1/2 hours, the procedure was stopped and (B)(6) went home and was told to go back the following day to get an impression to send to the lab. (B)(6) was in too much pain to return the following day. Her bottom lip was swollen (picture taken). She went back on (B)(6) 2012, the assistant rinsed her mouth, but couldn't get an impression and was told to return in several weeks. She was unable to drink or eat, her mouth was very sensitive and it burned where she tried to drink. (B)(6) went to her primary doctor, who confirmed her tongue was very red and lips were also very sensitive. On (B)(6) 2012, she was able to eat a small breakfast, but as the day went by it started to burn again. She ended up going to emergency room and they made up a mouthwash solution with nystatin, mylanta, lidocaine and benadryl, which seemed to help ease the burning pain. On (B)(6) 2012, she saw dr. (B)(6), who removed the crown and they tried to remove the reline to apply a softer reline. (B)(6) was told by dr. (B)(6), it is a fungal infection set in her mouth and can no longer chew properly.

Manufacturer narrative:
The instructions for use state "warnings: do not allow the denture to remain in the mouth more than 3 minutes during curing, because the exothermic reaction could cause burning and irritation." No corrective/preventive action is planned at this time.